Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-mar-2017: quality-safety evaluation received. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain and depression. A hysterectomy for removal of essure was scheduled. Occasionally, a woman may regret her decision to undergo permanent contraception and experience mild depression. However depression leading to hospitalization and disability, as reported in this case, was considered unanticipated in the reference safety information for essure. Pelvic pain is an anticipated event. Depression is a highly prevalent disorder involving the imbalance of the monoamine neurotransmitters, and its pathogenesis involves genetic, social and psychologic factors. In the present case, there was no mention to sterilization regret. Considering the nature of the reported event depression and the local effect of essure in the fallopian tubes, causality was excluded. Pelvic pain may have multiple causes, including gynaecological and non-gynaecological etiologies. In this case, limited information was provided regarding consumer´s medical history. Considering the nature of this event, and the lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal will be required. The product technical analysis concluded, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. Further information cannot be obtained.

Event description:
This case was reported via regulatory authority (B)(4) on 17-jan-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain ") and depression ("depression") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. In 2010, the patient started essure. In 2016, the patient experienced depression (seriousness criteria hospitalization and disability) with fatigue. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), nausea ("nausea"), sinus pain ("chronic sinus pain") and arthralgia ("joint pain"). The patient was hospitalized sometime in 2016. The patient was treated with lamotrigine (lamictal), antidepressants, and hysterectomy for removal of essure will be done in (B)(6) 2017. At the time of the report, the pelvic pain, depression, nausea, sinus pain and arthralgia outcome was unknown. The reporter considered pelvic pain, depression, nausea, sinus pain and arthralgia to be related to essure. Diagnostic results: on unspecified date, after pelvic pain with nausea, an ultrasound was performed and showed nothing of note. On unspecified date, after chronic sinus pain, an ultrasound was performed and showed nothing of note. On unspecified date, after joint pain, blood tests were performed with varying results. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain and depression. A hysterectomy for removal of essure was scheduled. Occasionally, a woman may regret her decision to undergo permanent contraception and experience mild depression. However depression leading to hospitalization and disability, as reported in this case, was considered unanticipated in the reference safety information for essure. Pelvic pain is an anticipated event. Depression is a highly prevalent disorder involving the imbalance of the monoamine neurotransmitters, and its pathogenesis involves genetic, social and psychologic factors. In the present case, there was no mention to sterilization regret. Considering the nature of the reported event depression and the local effect of essure in the fallopian tubes, causality was excluded. Pelvic pain may have multiple causes, including gynaecological and non-gynaecological etiologies. In this case, limited information was provided regarding consumer´s medical history. Considering the nature of this event, and the lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal will be required. A product technical analysis is expected. Further information cannot be obtained.